Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828804) was implanted via l-p shunt on (B)(6) 2021 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj) and ns0339(serial;unk). The patient was followed up however, there was no improvement in hydrocephalus. On (B)(6) 2022 obstruction was suspected. On (B)(6) 2022 during the operation the physician checked the valve and pumping site did not return. The lumbar catheter and the abdominal cavity catheter were checked, water flow was confirmed. The cerebrospinal fluid could be confirmed from the lumbar catheter, but not from the distal end of the valve. Therefore only the valve was removed and replaced on (B)(6) 2022.

Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no occlusion issues were noted.

Event description:
N/a.